Manufacturer narrative:
On june 26, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 14, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. A second product was received (product code: 3542660 and lot number: 5596116). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor siltex round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. It was reported that the deflation was due to trauma from mammography. The patient also had manual visual examination. As a result, the patient underwent bilateral removal and replacement, on (B)(6) 2020, with the following devices: (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 9430280 sn: (B)(4) and (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 9430280 sn: (B)(4). According to the initial reporter, the date of implantation was approximately twenty-six years ago, however, according to manufacturing record evaluation of the lot number provided for the suspect medical device, it was manufactured on october 18, 2005. When additional information regarding the discrepancy between these dates become available, a supplemental report will be submitted.